Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump alarmed for error 1660. The batteries were removed and reinserted several times. The pump was powered on and immediately alarmed 1660. The batteries were removed and the patient was advised to contact the clinic for assistance. The settings were unable to be obtained. There was no patient injury.